Event description:
The customer reported that his olympus 4k camera head was not producing an image during device preparation. According to the initial reporter, there was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective cable was found and causing the image to not appear. Additionally, the unit did not pass the water leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the malfunction was caused by a failure in communication between the camera head and the processor due to a faulty cable, making it impossible to detect the camera head. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.